Event description:
It was reported by the patient's husband that the patient received the 63b's and conducted a timed test then wore them for 4 hours. The patient's doctor gave her cream. The patient's husband stated that rash was even worse than from the 72r electrodes. The patient stated the doctor told her she does not need to wear the unit. A return label has been sent to the patient. No additional patient consequences have been reported.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted. Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown.

Manufacturer narrative:
Corrections in a2: age, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient's husband that the patient received the 63b's and conducted a timed test then wore them for 4 hours. The patient's doctor gave her cream. The patient's husband stated that rash was even worse than from the 72r electrodes. The patient stated the doctor told her she does not need to wear the unit. A return label has been sent to the patient. No additional patient consequences have been reported. The 63b electrodes were not returned for evaluation.